Event description:
Report received of pump infusing at a rate different than it was programmed for. The patient was receiving heparin therapy. According to the customer contact, the patient received a bolus dose of heparin 5000units at 1530 in 2001, followed by a continuous heparin infusion at 1000units/hour or 10ml/hour. At 2000, it was noted that the pump was infusing at 50ml/hour. The md was notified, and orders were received at 2145 to stop the heparin infusion for 1/2 hour and then resume at 900units/hour (18ml/hour). No medical interventions were required. No blood work, including a ptt, was drawn. There was no reported adverse event with the patient and the patient did not experience any bleeding incidents. No further information was available.